Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 50% stenosed, target lesion was located in a shunt in the moderately tortuous and mildly calcified vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 15 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.